Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, high and varying impedance and noise. A lead fracture was confirmed. A lead extraction is expected but has not yet been conducted. No patient complications have been reported as a result of this event.